Manufacturer narrative:
Additional information is provided in sections b.3, b.5, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifier (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that during cataract surgery the handpiece was unplugged and the whole machine was reset with the new handpiece and everything worked correctly. The surgery was completed without any issues. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic handpiece did not deliver power during an unknown timing of surgery. Procedure details and patient impact have not been provided. Additional information was requested, and none has been received to date. This report pertains to ophthalmic handpiece involved for this reported event.